Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 24/jan/2024. As per the ppf form, the patient underwent a ¿ventral incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2008. The patient underwent a ¿repair of recurrent multiple ventral incisional hernia¿ on (B)(6) 2009. The patient was implanted with a second strattice device on that date. The patient underwent a ¿repair of recurrent ventral incisional hernia¿ on (B)(6) 2010. The patient was implanted with a third strattice device on that date. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring and disfigurement and economic and non-economic losses.¿ patient ¿suffers from abdominal discomfort.¿ their ¿stomach protrudes and [patient] can no longer wear fitted clothing.¿ patient ¿suffered from a wound infection and currently suffers from a fistula. The fistula drains causing recurrent yeast infections and odor. This causes [the patient] embarrassment.¿ patient ¿wore an uncomfortable abdominal binder.¿ patient had lifting restrictions and had to adjust [their] physical activities.¿ [patient] ¿has difficulty walking long distances.¿ [patient] is dependent on others to help with daily tasks [they have] difficulty completing [themselves]. Patient ¿is fearful that [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿repair of multiple ventral incisional hernias with incarceration with mesh; previous parietex mesh excised¿ with approximate date of treatment on (B)(6) 2008. Patient also received treatment for ¿erythema on jp exit site; fever; IV antibiotics; repair of recurrent multiple ventral incisional hernia with mesh¿ with approximate dates of treatment between on (B)(6) 2009. Patient received treatment for ¿fever; wound infection; PICC line inserted; home care antibiotics¿ between approximately on (B)(6) 2009. The patient was also treated for ¿llq bulging and pain; lots of gas; repair of recurrent ventral incisional hernia with mesh¿ with approximate date of treatment on (B)(6) 2010. The ppf form also indicates the patient was implanted with a non-abbvie device, "parietex composite mesh,¿ on (B)(6) 2008. The form indicates that this device was removed on (B)(6) 2008, for ¿excision of parietex mesh, repair of multiple ventral incisional hernias with incarceration with mesh.¿ this report is relevant to the strattice implanted on (B)(6) 2008. The same patient's other strattice devices have been reported under MDR: 1000306051-2023-00246 (abbvie complaint#: (B)(4) and MDR: 1000306051-2023-00247 (abbvie complaint#: (B)(4).

Manufacturer narrative:
Additional and/or corrected data. A review of the device history record for strattice lot: s10250 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.